Event description:
It was reported that during a thermal ablation procedure, heating errors were received with two catheters. The cable was switched and the procedure was completed successfully with no pt consequences. The procedure was extended one hour with the pt under general anesthesia.